Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. It was reported the patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The nurse stated the peritonitis event was not related to any issues with fresenius products. It was reported the peritonitis was due to breach in aseptic technique during the pd exchange. The patient is currently on hemodialysis without any further reported adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. It is well documented that all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis is likely due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event was confirmed.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. It was reported the patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The nurse stated the peritonitis event was not related to any issues with fresenius products. It was reported the peritonitis was due to breach in aseptic technique during the pd exchange. The patient is currently on hemodialysis without any further reported adverse effects.